Manufacturer narrative:
On examination, there was evidence of moisture behind the display lens. On investigation, the pump was unresponsive; there was no audible tone, no vibration alert and the blank display remained blank upon battery insertion. The returned battery cap was not able to fully tighten onto the pump. The battery compartment was intact without damage. The pump case was noted to be cracked in upper right corner of display area. There was no evidence of moisture contamination of the keypad. Leak testing revealed a leak at the crack in pump case. The pump case was removed for investigation revealing evidence of moisture damage throughout inside of pump. Investigation was unable to perform the pump "download" due to the internal moisture damage. Complete pump investigation was not possible due to the moisture damage inside the pump. Investigation confirmed no power to the pump in the presence of moisture ingress/damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the keypad causing a power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.